Manufacturer narrative:
Per the instructions for use (IFU) for the gore subcutaneous augmentation material (s.a.m.), infection was described as a potential adverse event associated with use of the product. Possible adverse reactions with any facial implant device may include, but are not limited to inflammation, infection, fistula formation, migration, extrusion, hematoma, induration, seroma formation, inadequate healing, and inadequate or excessive augmentation. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device.  Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications, including infection, for surgical repairs with or without the use of any implantable device. Procedure and specific patient factors may contribute to or cause infection, leading to contamination or seeding of the device. The instructions for use (ifus) appropriately and specifically warn of infection as a potential risk and physicians are well aware of this risk.

Event description:
It was reported to gore that the patient had a lip augmentation allegedly using ¿gore-tex¿ implant ¿ which, based on the application would likely make it the gore subcutaneous augmentation material (s.a.m.), if a gore device? Reportedly, the implant took place approximately 25 years ago. The patient reported she heard a snap a couple months ago. Reportedly, there was a lump in the bottom left corner of the lips and loss of fixation. It was reported the patient is scheduled to have the material removed (B)(6) 2021.